Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range (oor) high shock lead impedance (sli) measurement. The health care provider noted the remote monitoring system posted a shock lead impedance of 123 ohms. Boston scientific technical services (ts) discussed that a 137 ohm reading triggered the alert and potential reasons why the higher value did not post. A local boston scientific field representative reported that the patient was seen in the clinic and troubleshooting measures performed provided normal sli values. No further action was planned and scheduled device interrogation will be continued. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.